Event description:
Arjohuntleigh rec'd a customer complaint where it was indicated that during a transfer from the bed, with the lift at a high level, the pt was being pulled into position using the sling straps. This and the pulling of the sling with the lift level high created an instability of the lift and it tipped over trapping the head of the caregiver between a cabinet and the lift. As a consequence of the event the caregiver rec'd mild concussion to the right side of head.

Manufacturer narrative:
(B)(4). When reviewing similar reportable events, we have found a number of cases with similar fault description (lift devic tilted sideways). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. It has been established that the lift device (maxi move) and the sling was being used for pt handling at the time of the event and in that way contributed to the outcome of the event. The device was inspected by the arjohuntleigh rep after the event and malfunction could be found not in a technical sense, but in the sense that the device did not perform as intended; the device was found to be working to the MFR spec. The maxi move lift and the sling may have caused or contributed to the event. Our lift devices fulfill the applicable standards' requirements of being stable with the safe working load weight in the most adverse position. Their certification allows us to view the device's stability as being correct and inherent to the design of the device, and therefore the device's inherent stability, when in correct condition at the time of use, will not be consider as any potential contributing factor to the event. Based on the event description and all the info rec'd and evaluated, user error cannot be ruled out. There were no malfunctions found that could have an impact on the lift stability itself. From the customer description, it is clear that the off-label use of the device was considered to ba contributing factor. Instead of situate the pt in sling over the bed using handles on the mast, positioning on the pt was performed by pulling the person in sling in desired position, this has led to instability of the device by changing the centre of gravity. When the person in the sling is vehemently pulled into the desired position over a bed, it is possible that the lift will topple over in the direct that is pulled. This constitutes a user error: not placing the lift as described in the instructions for use (IFU), not avoiding the use of the body of the pt as leverage. Arjohuntleigh suggests to remind the staff involved of the device labeling, with special attention to correct lifting procedure. This is to be communicated to the customer. When the IFU and the correct lifting procedure would have been followed the event would have been avoided. We find this complaint to be reportable to the competent authorities. (B)(4).